Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter kinks during infusion. The following information was provided by the initial reporter: the customer advised that the 22g insyte IV catheters are kinking up inside the patients veins and are causing the pressure on the injector to go up a lot. The catheters are totally bent when taken out of patient.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 190 sealed 22ga x 1.00in. Insyte autoguard bc units from lot number 4190487. A functional test that simulates insertion and measures the catheter tip and needle tip penetration forces showed that the units were within specification. No resistance or kinking was observed during inspection. Your report of a kink in the IV catheter could not be confirmed from the representative 22ga insyte autoguard bc units that were received. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.